Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were found at 7.5-12.5cm from the distal tip. The efte coating was not abraded at this location.